Event description:
An emergency medical technician agency reported that they rec'd a call for an unconscious pt who is a known diabetic. Upon arrival they performed a finger stick using the suspect device and obtained a hi result. Pt was transported to the hospital and their glucose was 17 mg/dl on a hospital meter. Pt was treated with 2 units of d50, stabilized and sent home. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.